Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation and a functional test was performed, screw shows some signs of wear/use. No damage to the threads was identified. Functionally tested with an in-house biomet implant and engages and disengages with no issue. Unable to confirm loosening with all the available information. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported loosening screw at tooth site 46 with no traceability. Doctor also indicated that it was a recovery of a case of prosthesis from one of his colleagues. Prosthesis was then unscrewed and replaced by doctor.